Event description:
On (B)(6) 2025, the patient called to report an event from the prior day where the blood glucose (bg) dropped to the mid-60 mg/dl after a meal announcement. The patient suspected the basal rate was too aggressive, had already factory reset the pump, and independently adjusted weight settings without consulting a medical professional. The agent advised that such changes should be discussed with the hcp. Additional training was offered but declined, with the patient stating they will follow up with their hcp. At the time of the call, bgs were stable. The patient is using contact detach and fsl3+ and experienced shakiness during the event. No medical intervention required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.